Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; g3; h2; h3; h4; h6. Product was returned and evaluated. Visual examination of the returned product identified nicks and scratches noted from previous uses. The distal tip was confirmed to be fractured; however, the fractured piece was not returned with the device for evaluation. No other damage was noted. The diameter of the rod was measured and found to be within specification. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod tip broke off during surgery. No patient harm or impact. No delay. The surgery was completed with the device.